Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported that during a training session there was very poor lighting from both ports. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was replicated. The auxiliary illuminator. Was replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on march 17, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an auxiliary illuminator. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Auxiliary (aux) illuminator was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned aux illuminator was installed into a calibrated system. Unrelated to the reported event, system message (sm) sms displayed. Troubleshooting found a nonconforming interface printed circuit board (pcb). The returned aux illuminator was then functionally tested with a known good interface pcb. The reported event of low lighting could not be replicated. The root cause of the reported event can be attributed to an auxiliary illuminator. However, how or when the component became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).